Event description:
Or table in labor and delivery reported not locking. Whenever the table is in the lowest position it does not move anymore. You have to bring it up by using the manual height switch then the table will start operating.